Event description:
It was reported that the outer catheter broke while attempting to deploy the endovascular stent graft. The stent graft did not deploy and was exchanged for another stent graft. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.